Manufacturer narrative:
Correction to d4(gtin) and g1(reporting contact). The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the visual inspection of the returned device reveals breakage of impactor tip. Few impaction marks are visible on proximal end of tip. The breakage pattern indicates brittle nature of fracture and rough usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material or manufacturing related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to combination of design and normal usage related issue. The failure was caused by its intended use. As a device that is manufactured of plastic and incurs numerous impaction events cleaning and sterilization cycles, breakage as noted in this complaint can be expected. A design improvement is in progress to prevent the recurrence of the alleged failure. If any further information is provided the complaint report will be updated.

Event description:
During a primary surgery, it was reported that the impactor tip broke upon impaction. No debris or hard bone was noted.

Event description:
During a primary surgery, it was reported that the impactor tip broke upon impaction. No debris or hard bone was noted.

Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.